Event description:
Customer reported pt had hemodialysis needle secured with 2270s-2 3m kind removal silicone tape. Alleged tape did not hold needle in place and pt experienced blood loss. Reported pt was hospitalized and required rapid infusion of both fluids and blood. Customer reported pt is doing better. Stated pt info is confidential and no additional details available.

Manufacturer narrative:
Device not returned, no eval can be performed. Complaint type is being monitored and analyzed.